Manufacturer narrative:
E3 event date: 09/01/2025 used as approximate event date.

Event description:
It was reported that the balloon ruptured. An agent dcb mr 3.00 x 15mm was selected for treatment of the target lesion. During the procedure, the balloon burst. The device was removed, and the procedure was completed successfully with another of the same device. There were no patient complications.